Manufacturer narrative:
The investigation for the respiratory failure has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues respiratory failure could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured respiratory failure with a possible relationship to the impella device used: ¿patient intubated after impella procedure and continued to be intubated until death. Patient had difficulty weaning from the vent after the impella implant. Team had concern for amio induced in toxicity vs. Eosinophilic pneumonia vs. Other inflammatory process s/p treatment for aspiration pneumonia (ended (B)(6) and bal (B)(6) showing eosinophilic process. Empiric steroids started (B)(6) 2024. Team wanted to plan for a trach but family did not wish to pursue. Patient was transitioned to cmo on (B)(6) 2024 and died (B)(6) 2024.¿. It was reported that the patient/event has not recovered/not resolved.